Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient visit/admit details were not crossing over to the server. A technical support specialist (tss) confirmed that the customer shared a message originally provided by the case owner, stating that the patient data had not synchronized due to a network issue during downtime but appeared once the network was restored, with a delay caused by a temporary glitch. The customer asked whether such a network glitch could happen again and expressed concern about the possibility of other patient records being affected but not yet identified. The customer acknowledged the explanation and requested that the case be closed. The system functioned as intended after the issue was resolved.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, patient visit/admit was not crossing to the server. The customer reported that the malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, patient visit/admit was not crossing to the server. The customer reported that the malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.